Event description:
The customer reported the loaner's 12 lead ECG did not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the loaner's 12 lead ECG did not work. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.